Event description:
Failure to alarm though there was exudate leaked from the dressing part, the pump was not able to perform suctioning at all. The alarm did not sound from the pump at that time. The pump was used continuously.

Manufacturer narrative:
No lot, sample and/or photos were provided for evaluation. A DHR review could not be performed with the limited information provided. The complaint indicates exudate leaking at the wound site with no suction from the device and no alarm triggered by the unit. There was no reported if exudate was detected in the canister. A possible root cause for the device no suctioning could be the preparation of the wound area or application techniques (remnants of oils, ointment, or cream on the skin) which would decrease the adhesion of the film. On the other hands, if a seal was obtained some users believe that the system will immediately assert a leak alarm. A leak alarm will not be asserted until fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min at 80mmhg for more than 3 minutes. There is no indication within the report of the setting for the device. It is possible that with thickened exudate caused by an occlusion inside the fluid handling pathway the air flow didn¿t exceed the 3.5 l/min in order to trigger a leak alarm. The system was holding the negative pressure probably as a result of a blockage and a leak not significant enough in order to trigger an alarm. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.